Event description:
The customer has observed high bias on multiple patient samples for the immulite 2000 prostate specific antigen (psa) when using reagent lot 379. The assay was run on an immulite 2000 instrument and the patient sample results were compared to the results obtained on the same patient samples when using reagent lot 378. It is unknown if the results were reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the high bias on the psa assay when using reagent lot 379.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. (B)(4). Immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.

Manufacturer narrative:
The initial MDR 2432235-2013-00403 was filed on august 19, 2013. Corrected information (08/21/2013): upon review of the MDR it was observed that the date of the report was entered incorrectly. The correct date is (B)(6) 2013.